Event description:
New information noted that the lead was explanted and replaced. The patient's condition was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Device interrogation revealed that the right atrial lead had been exhibiting high pacing impedance; the lead was reprogrammed to unipolar configuration. The patient&#38112;condition was stable and would continue to be monitored.